Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 had failed to open. A field service engineer found that drawer 7 had failed but was not listed in the "recover storage space" section. The user was guided through the process of manually failing the drawer to enable recovery. After completing the steps, the station was functioning properly. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.